Event description:
Return reason: co measurement impossible. Analysis investigation found that there was an exposed wire on pin which may have touched another pin, causing no co measurement. Remedial action: mfg and quality assurance have been notified. Each thermistor is 100% visually inspected and continuity tested. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.